Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. The insulin pump was unable to verify no button response complaint due to constant black flashing white light. The pump failed leak test due to cracked case behind the pump near the battery compartment. The pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display and button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that nothing is displayed on the screen. No further details were given. The customer will be sent a replacement pump. The customer will return the pump for analysis.